Event description:
Report received from (B)(6) stating "bubble issues during sculpture for this operation realized during the morning. The pt didn't experience any impact according to the report." Further information received states: lot number is unk. The product is not being returned. Bss in a plastic bottle was used. The customer is filling the test chamber prior to putting it on the handpiece. The customer did hold the handpiece in the upright position during prime and tune. Cataract surgery was being performed. Vitrectomy was not used. The cassette was not emptied out during the case. There were no bubbles present in the tubing. The bubbles were discovered during the sculpt mode of surgery. The bubbles were first visible between the sleeve and phaco needle after in the anterior chamber. Croma viscoelastics was used.

Manufacturer narrative:
Report 6 of 7.